Event description:
Enteric tubing was in use on an infant. It had been in use under the same circumstances for approximately 2 weeks. The protocol calls for this tubing to be used for 30 days. The baby was receiving 26 calorie feeds continuously. He was being closely monitored for glucose instability. When it was discovered that formula was in a puddle on the floor, the patient's glucose was checked immediately and found to be 19. The infant had a glazed stare and poor tone with minimal responsiveness. D10 was given and the baby did recover. The tubing cracked within the hard plastic hub that connects the flexible tubing to the syringe. The syringe module was connected to a pump. The entire module and pump brain were set to the "nicu" safeguards and the pump module was set in the "basic settings" mode at 8ml/hr. The tubing itself does not go through the pump. The baby was receiving fortified breast milk enteral feedings. This type of significant glucose drop is very unusual. The baby was also receiving medications through a soft plastic port in the tubing. One of those was mct oil which apparently has been known to contribute to breakdown of some plastics (we use a specific stopcock when mct oil is in use). Staff is not aware if this is a problem with this specific tubing.